Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While the cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info be received, or the product is returned and investigated and the result becomes available that might change this assessment; an amended medical device report will be submitted. The need for further corrective measure is not indicated at this time. Zimmer reference number (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the pt's daughter that the pt received a hip implant on (B)(6) 2007 and was revised due to pain two weeks prior to our awareness date, however, no specific date was provided. It is reported that the revision included bone grafting to repair damage to the bone.